Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported over the last couple of weeks prior to the date of the report the patient had noticed that one of the groups "goes up by itself" however it wasn¿t programmed that way. There were no falls or trauma associated and no new activities. Help with reprogramming was requested, as well as a manufacturer¿s representative to meet at the patient¿s primary care physician (pcp).

Event description:
Additional information received reported the patient received assistance from his physician or manufacturer representative (rep) and his concerns were resolved. The patient was doing the "best I can" and his scs was giving him about 60-70% relief from the burning pain he had been living in.